Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) stopped working and presented fluid loss; therefore, a surgical procedure was performed to remove and replace all the components. No patient complications were reported.